Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a lost sensor alarm and high blood glucose levels. The customer's blood glucose level was 434 mg/dl. The customer completed troubleshooting. Nothing was replaced or returned.